Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter around the port filling of a small volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 9, 2015 - april 10, 2015. The device was received for evaluation. Visual inspection revealed a lavender coil cap shaving, approximately 5.21 mm in length, located in the housing under the stress member flange near the fill port. The coil cap shaving was not in the fluid path. No signs of particulate matter were found in the fillport. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.